Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a nephromax nephrostomy balloon catheter kit was used in the kidney during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2022. During the procedure, the balloon burst when inflated to 1 atm. The procedure was completed with another nephromax nephrostomy balloon catheter kit. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device problem code a0402 captures the reportable event of balloon burst. Block h10: investigation result the returned nephromax balloon device was analyzed, and a visual evaluation noted that the balloon was torn longitudinally from the proximal of the distal markerband extending proximal of the distal markerband. No problem was identified to the markerbands. A visual and tactile examinations revealed that there were no problems found to the tip and the shaft of the device. With all the available information, boston scientific concludes the reported event of balloon burst was confirmed. It is possible that the device had interaction with a stone, leading to the found problem of balloon torn longitudinally. Therefore, the most probable root cause is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a nephromax nephrostomy balloon catheter kit was used in the kidney during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2022. During the procedure, the balloon burst when inflated to 1 atm. The procedure was completed with another nephromax nephrostomy balloon catheter kit. There were no patient complications reported as a result of this event. The device was not returned.